Manufacturer narrative:
The insulin pump was received with a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported the insulin pump delivering a maximum bolus - the scroll wrap issue occurred. The customer requested to exchange the insulin pump as part of the voluntary safety recall. The helpline advised that there was a delay in the exchange. The customer's blood glucose value was 123 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.